Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Commercialized product development examined the returned instrument and confirmed the complaint; the instrument fractured on the threaded rod weldment at the location where the threaded rod inserts with the mating body. The threaded rod section became wedged with the inserter body and could not be removed for further examination. The root cause could not be determined. A two-year search of the complaint database did not identify a trend. The date code ka0506 indicates the instrument was manufactured in may of 2006. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Summit inserter/extractor broke while trying to remove the corail stem. Update 07/16/2015 follow-up from sales representative states that the threaded part that goes through the middle handle snapped in half. Complaint updated 07/17/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).